Event description:
It was reported that the external pulse generator (epg) cables were "broken." Of note, the plastic screw knob showed "physical breakage." The hospital had recently revised their cleaning/sterilization process and noted the cables were "breaking" following the sterilization process. The cables will be returned. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a device serial number, the manufacturing date cannot be determined.

Event description:
The cables were returned.

Manufacturer narrative:
Product event summary: plug lock is cracked at base and does not always hold cable. Heart wire connector has red discoloring. Cable continuity tests ok. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves.